Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose. Customer experienced vomiting, chest pain, extreme fatigue and nausea and was taken to the hospital by the ambulance. Customer stated she had left her insulin at the house and could not change the set. Customer thought she was having a heart attack but it was confirmed she wasn't. Blood glucose value was over 600 mg/dl; treated with manual injection. It was confirmed that the cannula was bent. Nothing further reported.